Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they had been fighting to recharge the implanted neurostimulator (ins) for well over a month. The patient said that they had to reset the controller often and that occasionally software issue messages popped up on the controller. Pt said that they hadn't been able to charge the ins now in about a week. Pt said that the equipment would start off recognizing the ins and recharging excellent would show, but within a minute the controller would show recharging without the charging quality indicated and then in another minute an error message would appear. Pt said that recharging needs attention was currently displaying. Agent had the pt unlock the controller and pt saw battery low recharge your implanted device soon. Agent had the pt reset the controller and then unlock the controller. Pt saw battery low recharge your implanted device soon. Agent had the pt open up the batteries screen. The controller was at 90% and the ins was in the orange. Pt saw no apparent damage to the equipment. Agent had the pt initiate an ins recharging session; pt saw batteries low replace the controller batteries soon appear. Agent reviewed screen meaning with the pt. The issue was not resolved. A request was sent to the repair de partment to replace the recharger. Additional information was received from a patient (pt). The patient called back and stated that they received the recharger (rtm) cord replacement but they are still seeing the controller go to a white screen and the controller will just go blank and stop charging. Pt is still resetting the controller to resolve. Pt requested an extra li battery pack due to his charge frequency see request for the controller and the li battery pack additional information was received from patient. Patient got controller replacement but they can't do the setup, patient kept getting the checking recharger screen, page #89. Technical services(ts) had patient try clinician as an option but he still got checking recharger screen. Technical services (tss) had patient go into tech. Mode and disable/re-enable implant but still the same checking recharger screen. Patient used his replacement recharger and old controller and he was able to get the normal recharge screen, but he was in the "red". Going back to the new controller sent to him, he then got checking recharger screen again. Patient said for the past year, he can't connect to his neurostimulator unless he put the controller 4 inches or less to the neurostimulator to allow connection, when the recharger wasn't plugged into the controller. Tss recommend that patient goes home and use the old recharger that he was to send back to mdt with the replacement controller he has now to see if he can recharge/do the setup. Tss recommend that patient see's his hcp, and perhaps meet with rep to possible get some log files, due to telemetry concerns. Later, patient called back and mentioned they were wondering how to get in touch with a mdt rep. Agent reviewed role of mdt rep and provided nas number. Patient was redirected to their healthcare provider to further address the issue. Patient stated that after about 2 weeks of the (B)(6) 2025 call to patient services (pss), they saw a manufacturer representative (rep). But due to the ongoing charging and these newly identified issues by the rep, patient eventually had the device replaced 3 weeks ago with a device from a different manufacturer. The surgery was done by a doctor from ashland. Patient said the return status and weight information is unknown. Patient added they would like to return the external devices if they want them back.